Event description:
It was reported that the tandem charging cable was damaged, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Customer technical support arranged for replacement of the damaged charging supplies with delivery via 2-day shipping and obtained consent to contact the customer for further assistance.